Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's lead was partially protruding through the skin. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was repositioned to address the issue.